Event description:
It was reported that the patient presented with a implantable cardioverter defibrillator that could not be interrogated with radio-frequency telemetry. A device upgrade was performed and telemetry was restored. The patient was stable.